Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd. Eval summary: analysis noted an insulation abrasion at 48.8 cm from the connector tip. The abrasion is indicative of exposure to constant bending/friction with another implanted device.